Event description:
Little is known what the situation was when the catheter broke, other than the nurse reporting it broke "when it shouldn't have." The catheter broke off right where it begins at the molded winged fitting.